Event description:
It was reported that 1 unspecified bd¿ syringe plunger was difficult to operate. The following information was provided by the initial reporter : the parent of the consumer reported difficulty moving the plunger up and down inside of the syringe barrel. Date of event : unknown. Samples : not available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd¿ syringe plunger was difficult to operate. The following information was provided by the initial reporter : the parent of the consumer reported difficulty moving the plunger up and down inside of the syringe barrel. Date of event : unknown. Samples : not available.